Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the atrial pacing lead was beyond the expected lower range, and atrial pacing capture threshold was intermittent. Atrial bipolar impedance low and variable throughout record. Atrial bipolar lead impedance warning occurred on (B)(6) 2015. Atrial capture threshold was unstable throughout record, and ranged from 0.5 to 2.125 volts. (B)(4).

Event description:
It was reported that the right atrial (ra) lead exhibited intermittent loss of capture and low pacing impedance. The ra lead was capped and replaced. No patient complications have been reported as a result of this event.